Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the unpacking, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the unpacking, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Additional information received on december 14, 2022. It was reported that the clip was checked, and it was found that the clip could not open.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on december 14, 2022. Block h11: correction: block h6 has been updated to code for difficult to open or close deeming this a non -reportable scenario, due to additional information has been received on december 14, 2022, stating that this was a clip unable to open.